Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure. There was no report of patient involvement.